Manufacturer narrative:
Block e1: (B)(6). Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber body was broken into two pieces. The connector component was separated from the fiber body. Microscopic inspection found the fiber tip and connector were in good condition. Review of the device history record confirmed that the fiber met specifications prior to release. Based on analysis results, it is probable that the fiber became damaged or kinked during setup due to procedural handling thus contributing to the reported event. The device instructions for use instruct the user to: "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement".

Event description:
It was reported that during preparation, the fiber interface was loose and could not be used after being connected to the device. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a broken fiber connector; therefore, reportability criteria is met based on this investigation finding.